Event description:
A customer reported that pts whose eyes had been measured with the biometer experienced myopic postoperative outcomes. The customer supposed that the erroneous readings had been obtained with an old probe. The customer also reported that the measurements are always performed in the same manner by contact method, and that the erroneous measurements had been performed by different nurses. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and verified that the system met product specifications. The system was then tested and met all product specifications. A related service request (sr) had been opened prior to this reported event on (B)(4) 2012. Per the sr, it was noted that the probe was not emitting any signals and a replacement was sent to the customer. The biometry probe was returned and a visual assessment of the returned sample showed that the applicator was cracked. The returned biometry probe was installed into a calibrated system. The biometry probe was tested but it was not able to give any readings. Therefore, no further tests were performed. The nonconforming probe was unable to give any readings, and it is unknown whether or not it was related to the reported cases. In addition, if a probe cannot give any readings, the system cannot go forward with the exam since it has not input of values to calculate the appropriate intraocular lens. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause could not be determined conclusively. (B)(4).